Event description:
Additional info received on (B)(4) 2013 stated that there was no blood observed in the line and the iab did not appear to be ruptured. It is still unk why the user did not continue with iab as a transducer or if the pump alarmed.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40 cc 8.0 fr iab. The one-way valve was tethered to the short driveline tubing. No blood was noted on or within the iab. A 17 cm section of the 40 cc driveline tubing was returned attached to the short driveline tubing. The balloon was unwrapped. Bends were noted at 35.5 cm and 63 cm from the iab distal tip. The cath-gard was not connected to the distal end of the bifurcate. The teflon sheath distal tip was 40.5 cm from the iab distal tip. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide hosing was examined and no abnormalities were noted. There were no scrapes or gouges. The fos connector was not recessed upon arrival. The cal key and fos were connected to the iabp status was "ok." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested; the iab passed. No holes or leaks were detected in the bladder membrane, catheter body or bifurcate. A 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Resistance was met at 9 cm from the iab luer end. The swg was unable to advanced. Blood exited with the swg as it was withdrawn. The swg was back loaded through the iab distal tip. Resistance was met at 6 cm from the iab distal tip. The swg was unable to advance. Blood exited with the swg. The kinks were relieved and the swg was front loaded through the iab luer end. Resistance was met at 79 from the iab luer end and the swg was unable to advance. A large amount of blood exited with the swg. The central lumen was cut at the point of blockage. The obstruction was confirmed as blood clotting. The swg was able to move smoothly through the central lumen after the clotting was removed. Conclusion: the reported complaint of the fos signal being lost is not confirmed. The iab passed functional testing the cause of the original complaint is undetermined.